Manufacturer narrative:
Result of investigation: vyaire medical's failure analysis team was unable to duplicate the customer reported issue of an avea vent inop and bad auto sero ifs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56, if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported vent inop (inoperable) and bad auto zero ifs (inspiratory flow sensor) on the avea ventilator. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h3, h6, h10. Result of investigation: the reported complaint was confirmed and duplicated by vyaire medical's failure analysis lab. This is isolated to the inspiratory flow sensor's driver. A replacement product was shipped to the customer.